Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (356 mg/dl). Customer stated elevated bg levels are due to customer not bolusing for coffee. Customer stated they delivered multiple boluses within 5 minutes, and subsequently bg levels lowered (42 mg/dl). Customer ate carbohydrates to bring bg levels back to target range.